Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when they opened the lead package, the tip of the lead was found to be bent. The lead was replaced on the day to complete the surgery. The patient was in the hospital under observation. The cause was unknown. Effective measures were taken and the issue was resolved.

Manufacturer narrative:
Analysis confirmed that the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.